Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the implant was removed and replaced with an ams device due to mechanical complication and displacement of penile implant. It was noted the patient began experiencing an aneurysmal defect in the more right proximal aspect of his penis causing discomfort and malfunction. This is the mechanical complication as well as the displacement of his implant. At this point, the surgeon and patient agreed that it would benefit the patient to remove and replace the implant. It was discussed placing his pump more posteriorly as the pump rubs against his clothes and gym wear and is very sensitive. During surgery it was noted there was a slight opening in the right corpora indicating the site of the aneurysm. This tissue was somewhat tinned out as well. This report captures the aneurysmal defect and mechanical complication.